Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of death as the patient was connected to the device at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Long-term survival rates for pd patients remain poor with only 11% surviving past 10 years. Cardiovascular disease accounts for most deaths as dialysis patients have many traditional and nontraditional cardiovascular risk factors. Although it was not confirmed, the initial report was that the patient¿s death was due to cardiac arrest. Sudden cardiac death is responsible for the majority of cardiovascular-related deaths in patients with end stage renal disease (esrd). Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death..

Event description:
On (B)(6) 2022 a registered nurse (rn) reported that this patient passed away on (B)(6) 2022 while connected to the liberty select cycler. Reportedly the cause was cardiac arrest. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s spouse reported that the patient awoke around 10am on (B)(6) 2022. The patient had sat up in the bed and gasped for breath then laid back down and was unresponsive. The spouse called 911. The patient had completed pd treatment; however, was still connected to the device at the time of the event. The patient was pronounced deceased in the home. The pdrn stated the cause of death has not been documented by the physician and could not confirm the initial report of cardiac arrest. The pdrn stated there was no reported issue with the liberty select cycler or pd therapy prior to the patient¿s death. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 30/sep/2022 a registered nurse (rn) reported that this patient passed away on (B)(6) 2022 while connected to the liberty select cycler. Reportedly the cause was cardiac arrest. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s spouse reported that the patient awoke around 10am on (B)(6) 2022. The patient had sat up in the bed and gasped for breath then laid back down and was unresponsive. The spouse called 911. The patient had completed pd treatment; however, was still connected to the device at the time of the event. The patient was pronounced deceased in the home. The pdrn stated the cause of death has not been documented by the physician and could not confirm the initial report of cardiac arrest. The pdrn stated there was no reported issue with the liberty select cycler or pd therapy prior to the patient¿s death. No further information was provided.